Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the olympus gastrointestinal videoscope had an intermittent video image during inspection for use. The customer suspected that the cause of the intermittent video image was there was something possibly loose, any movement of the boot on the umbilicus will cause the image to go in and out. There was no patient injury reported.